Event description:
At about 1 year from primary, the patient came in reporting pain. The surgeon, suspecting impingement, removed the poly, cup and glenosphere. Upon attempting to place a new glenosphere, the surgeon noticed the baseplate was loose. The surgeon did not find any fractures and cause of loosineng could not be established. The surgeon revised the glenosphere, liner, metaphysis, and baseplate with medacta implants. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20-10-2025. Reverse shoulder system 04.01.0190 threaded glenoid baseplateø24.5x25 (k171058) lot 185488a: (B)(4) items manufactured and released on 01-mar-2024 expiration date: 2029-02-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.